Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" -"to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." -"a non-existent or weak visible laser aiming beam may be an indication of an improperly connected laser fiber. If this condition occurs, do not continue as it may result in equipment damage or injury to patient." Section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. The red pilot light on the probe was intended to be a risk mitigator, and the probe was not used on the patient when the pilot light did not exit at its intended spot. Therefore, the device performed as intended.

Event description:
During an ablation procedure, it was reported that a laser probe was damaged and the pilot light was seen exiting near the connector. The laser probe was not used during the case. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system insturctions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" "to avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." "A non-existent or weak visible laser aiming beam may be an indication of an improperly connected laser fiber. If this condition occurs, do not continue as it may result in equipment damage or injury to patient." Section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective. A supplementary MDR will be submitted once the product is returned and the investigation of the product is complete.

Event description:
During an ablation procedure, it was reported that a laser probe was damaged and the pilot light was seen exiting near the connector. The laser probe was not used during the case. There were no patient complications reported in relation to this event.